Event description:
It was reported that the abandoned right ventricular (rv) lead had broken apart upon lead extraction. Portions of the lead were caught in the heart valve and an open heart surgery was required to remove that section of the lead. It was noted the rv lead was previously abandoned due to lead fracture. The lead tip remains in the right ventricle chamber and was unable to be removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 implantable tachy lead (B)(6) 2010. (B)(4).